Manufacturer narrative:
Cracked battery tube threads noted. Scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and stained address/serial number label. (B)(4).

Event description:
No blood glucose levels reported. The mother of the customer reported that there was a crack on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.